Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2023 /jun/2023 and 31/jul/2023 using the elite curve 240 applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph (B)(6) 2023 by a medical professional.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information that the patient underwent corrective liposuction and developed reocurrence of paradoxical hyperplasia (ph).